Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient from the cobas e 801 module. The result from the first sample from the patient was 43.4 ng/l. A second sample was drawn from the patient and the results were 3.16 ng/l and 3.73 ng/l. A third sample was drawn from the patient and the result was <3.0 ng/l with a data flag. The first sample was then repeated with results <3.0 ng/l with a data flag and <3.0 ng/l with a data flag. These results were believed to be correct. All of the results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 30565200. The expiration date was requested but was not provided. The provided analyzer alarm trace, calibration data, and qc data did not indicate any issues.

Manufacturer narrative:
The provided analyzer alarm trace, calibration data, and qc data did not indicate any issues. The investigation was unable to find a definitive root cause.